Event description:
The field service engineer (fse) reported the device had bent battery pins. The issue was observed while performing preventative maintenance. There was no reported patient involvement.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified/duplicated during lab tests. J2 pins 2 and 8 are damaged.